Event description:
It was reported that the right ventricular (rv) lead experienced a drop in r-wave amplitude and a few paced beats that do not appear to have captured. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 556853 lead, implanted: (B)(6) 2003. (B)(4).